Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6) hospital. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a non working touchscreen. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a non working touchscreen. There was no patient involvement.

Manufacturer narrative:
Additional information received on 05/20/2022. Investigation finalized on 04/22/2024. A getinge field service engineer (fse) replicated the issue and observed that the touchscreen was unresponsive and areas and could not be calibrated. There was an I-pad screen protector installed on the touchscreen. Replaced the touchscreen, screw kit cardiosave display assembly and screw kit cardiosave console cover and tested. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The national repair center (nrc) installed the touchscreen assy, 12.1" into the cardiosave test fixture and tested the touchscreen to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc verified the failure of the touchscreen malfunction, the touchscreen is unresponsive. Retaining this part in the fat dept, as per procedure (B)(4) rev aq.